Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) due to error 23068. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered a 23068 error. System and remote fe recorded as errors of 23068, 1173 on degrees of freedom (dof) 5 repeatedly. When the carriage assembly inspected, no haze or debris was found on the rotor mirrors, however debris was found on instrument sterile adapter (isa) windows 6, 7, 8, 9 (traces of black marks were also observed on isa window sides); hall sensor flat flex cable (ffc) was fully connected. The unit went through more testing on a patient side cart (psc) fixture test platform and passed all other required functional tests.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, repeated 23068 errors on the universal surgical manipulator (usm) 1 axis 4 were displayed. An intuitive surgical, inc. (Isi) clinical sales representative (csr) called to report the error and stated that prior to calling in, the customer had tried to power-cycle the system with no change. Then they had disabled the usm and completed the procedure. The technical support engineer (tse) advised to emergency power off (epo) the patient side cart (psc) and exercise the axis on the usm, however the error persisted. The procedure was completed with no reported injury.